Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported dropping the ilet, which caused a crack on the right side of the touchscreen. The screen became partially unresponsive, preventing unlocking and access to notifications. A replacement device was arranged. No blood glucose impact or patient symptoms were reported.